Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not work. Per operational and diagnostics, this complaint can be confirmed. During evaluation, it was found that the connector/pug was broken. The device was not repaired; therefore, it was not restored to the specifications. A replacement device was provided to the customer. The broken connector/pug is identified as the root cause of the reported problem. With the available information, we cannot determine how it was broken. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate that the 4176 foot ped board 4way does not work. There were no consequence for the patient. The customer states that they have no further information.